Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reloaded the cartridge and resumed insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level in the "low 50s" mg/dl range. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.